Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. The patient was taken to the catheterization laboratory for explant. Platelets were reported to be in the 40s. Five perclose devices and two angioseal devices were attempted, but the patient continued to ooze at the access site. Manual pressure was held for over 1.5 hours. Contralateral access was obtained, and crossover ballooning was performed. A covered stent was ultimately placed, achieving hemostasis. The patient was later assessed in the ICU and had palpable pulses. The patient remained stable on rounding with no further concerns for complications and survived to explant. The reported major bleed is consistent with access-site complications and may be influenced by systemic anticoagulation requirements, large-bore femoral access, and procedural factors related to closure attempts. The thrombocytopenia is consistent with the patient¿s underlying critical illness and may have contributed to the access-site bleeding, independent of device performance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.